Event description:
On (B)(6) 2010, the pt reported that on (B)(6) 2010, he received an e4 (occlusion) error on his insulin infusion device. He pulled out his infusion headset and noticed the cannula was bent. He inserted a new headset and has had no further issues. He discarded the infusion set at issue. No blood glucose concerns related to this issue were reported. The pt did not require assistance from a healthcare professional or second party to address the issue. No product is available to be returned for eval.

Manufacturer narrative:
No product will be returned for eval.